Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker, cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported that the insulin pump is alarming no delivery alarm and motor error. The blood glucose reading is 338 mg/dl. Advised the customer to disconnect from the insulin pump, and found that the customer does not use the sensor feature. The insulin pump will be replaced. Nothing further reported.